Event description:
The user facility reported that a patient was implanted with impella cp with acute myocardial infarction and coronary artery disease for support during a high risk cardiac procedure. During the procedure, the patient was noted to have multiple blockages and with the previous stents placed. The patient was on multiple pressors, intubated, and continued to decline. It was then decided to place the impella cp with the goal to leave in place to support the patient prior to proceeding with any further interventions. Shortly after the repositioning sheath was advanced, the patient was noted to be in ventricular tachycardia and required two shocks per the defibrillator. The patient was given bolus and started on a drip at this time. The physician noted the color and warmth to the right foot and was unable to obtain doppler pulse. However, it was stated with current pressor support and decreased pulsatility due to amio bolus, there were satisfied with the right foot being warm. The patient had suction events and gross hemolysis of lab. Echocardiogram measured the impella at 2.0 centimeters from atrioventricular annulus. The pump was repositioned due to the labs hemolyzing. After repositioning, the impella measured 3.6 centimeters. Unfortunately, the patient continued to decompensate. Continuous renal replacement therapy was attempted. However, it only ran for 30 minutes due to volume issues. Fluids were given and bicarbonate drip was started. Suction continued and p-level was dropped as needed. Ultimately, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of hemolysis, low pump flow, positioning issues, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Hemolysis: data log review showed placement signal (ps) trending down over the course of the case. Low flows noted and patient in suction conditions the majority of the case, independent of p-level. No motor current (mc) spikes outside of p-level changes. The cause of the hemolysis was most likely patient condition since patient declined for 3 days prior to implant and volume noted to be low with a downward trending ps. Low pump flow: data log review showed suction events with lowering flows independent of p-level over the entire case runtime. No mc spikes noted with purge pressure decreasing slightly over the runtime and purge flow increasing slightly. The cause of the low pump flow was most likely patient condition related due to lack of blood volume to match support required of the pump. Positioning issues: the cause of the positioning issues was not determined due to insufficient clinical details. Vf/vt/af/at: the root cause of the vt was unable to be determined due to insufficient clinical details.